Event description:
The non-pacemaker dependent, asymptomatic patient presented for a routine follow-up. There were 1755 high ventricular rate episodes recorded, all showing noise on both the atrial and ventricular leads. The noise could be reproduced with isometrics. Clavicular crush was suspected.